Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported in which all 20 ml of drug was pulled from the pump, and it was determined that no drug had been administered. The pump had been implanted in (B)(6), and the patient had received no relief. A dye study was attempted, and the catheter could not be aspirated. A performed roller study determined that the rollers didn't move, however, this was noticed after a 4 minute bolus was still in progress. It was discussed that the roller study may have not been programmed correctly. The patient status/outcome was not reported. The drug administered via the pump was morphine. Additional information has been requested, but was not available as of the date of this report.